Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patients ipg is unable to communicate with external devices. Troubleshooting was unable to resolve the issue. As a result, surgical intervention was undertaken during which the ipg was explanted and replaced. Surgical intervention addressed the issue.

Manufacturer narrative:
The reported observation of ¿ipg does not display in the cp generator list¿ was not confirmed. The cause of the reported observation was not ascertained. The devices diagnostic logging showed a magnet was applied several times after the device had entered a bondable state. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. Ate testing is performed utilizing the devices bluetooth circuitry. The device exhibited normal characteristics during functional and electrical testing. Corrected data: this event is no associated with an fsca.